Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Provider states unit shuts down shortly after turn on and the unit alarms are not functional.

Manufacturer narrative:
(B)(6) independent repair center received and repaired unit. The listed reason for repair in the irs is unit will not start. The key failure is a short circuited power switch.

Event description:
(B)(6) per independent repair center irs received (B)(6) 2015, reason for repair unit will not start. The key failure is a short circuited power switch. Provider states unit shuts down shortly after turn on and the unit alarms are not functional.